Manufacturer narrative:
Related MFR # 2916596-2023-02611. Addresses the onset of the patient's renal failure. Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's multiorgan failure and outcome could not be conclusively determined through this evaluation. The patient's outcome was reportedly not considered to be device or therapy related. The device operated as expected and was not explanted for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including various forms of organ failure (renal failure, respiratory failure, and right heart failure) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to failure to thrive and recover after being on a ventilator and dialysis with worsening right heart failure. The patient had a history of right heart failure prior to left ventricular assist device (lvad) implant, and had been placed on dialysis due to renal failure after implant.